Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Strut rows 1-4 from the proximal end of the stent appear undamaged; the remainder of the struts were damaged and stretched in a distal direction extending 11mm over the distal end of the tip. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was within max crimped stent profile measurement. The review of the manufacturing crimp data confirmed that the stent was crimped tightly onto the balloon at the time of manufacture. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector have no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, after the device was taken out from the hoop, the protective sheath was removed but the stent was stretched. The device was never used in the patient. The procedure was completed with a non-bsc stent. There were no patient complications nor injury.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm synergy drug-eluting stent was selected to treat the lesion. During preparation, after the device was taken out from the hoop, the protective sheath was removed but the stent was stretched. The device was never used in the patient. The procedure was completed with a non-bsc stent. There were no patient complications nor injury.